Event description:
It was reported that a malfunction alarm occurred. The malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer's blood glucose level was 150-160 mg/dl.